Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector locking n40-o leaked. The following information was provided by the initial reporter: the locking n40-o injector has allowed two chemo spills when disconnecting from alaris tubing during infusion. It can be difficult for pharmacy tech to completely attach the injector during medication prep. Hazardous drug leak.

Manufacturer narrative:
H6: investigation summary photo received for investigation, showing one optima injector n40-o luer connected to an alaris infusion set and one optima blue clamp. No damages can be observed on the phaseal injector product that could lead to the event reported. Five retained samples from the same lot were evaluated, no defects were found. Additionally, optima injector hub (luer part) were measured, samples met acceptance criteria no defects found. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Functional testing was performed, penetrating the injector along with a sample syringe and mating components ten times, all results were found to be acceptable with no leaks identified. It is recommended to ensure that luer connections are tight enough before use the products. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that injector locking n40-o leaked. The following information was provided by the initial reporter: the locking n40-o injector has allowed two chemo spills when disconnecting from alaris tubing during infusion. It can be difficult for pharmacy tech to completely attach the injector during medication prep. Hazardous drug leak.